Event description:
The laboratory technician was splashed with advia centaur xp waste when the waste tubing connection became loose. Technician reports this is not a mucus membrane exposure. The laboratory technician was treated and resumed work.

Manufacturer narrative:
This event is being reported because the injury occurred in a potentially biohazardous environment. A siemens field service engineer (fse) was sent to the site and resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.